Event description:
A 22mm diameter x 13mm diameter x 13.5cm length aneurx bifurcated stent graft with xpendient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. The diameter of the proximal non-aneurysmal aortic neck was 18mm, and the aneurysm was 130mm in length x 55mm in diameter. It was reported that the right external iliac artery was severely diseased; in addition the pt had small access vessels and a light aortic bifurcation that measured 15mm. The pt has a history of hypertension and chronic obstructive pulmonary disease. It was reported that after deployment of the stent graft there appeared to be bilateral dissections which required addition of an 11.5cm extension limb graft on the left side and a 15mm x 5.5cm extension limb graft on the right side. After a repeat angiogram there appeared to be continued evidence of the dissection along with some thrombus. The thrombus was successfully retrieved with a fogarty catheter. Two 10mm pta balloons were placed in a kissing fashion to smooth out graft crimping. A 10 x 60 smart stent was used to treat a dissection in the right iliac bifurcation. Completion angiogram demonstrated both limbs to have good flow. The following day the pt was noted to have evidence of bilateral lower extremity ischemia with occlusion of the left distal common femoral artery and the right superficial femoral artery. A bilateral femoral thromboembolectomy and left to right femoral bypass procedure was performed successfully and there appeared to be excellent flow within the graft. The pt tolerated the procedure well, with the presence of a right dorsalis pedis branch doppler signal and left popliteal doppler signal, and improvement of color in the left foot.